Event description:
It was reported by the customer that the nurse hit the safety and the needle would not retract after use. There was no harm reported. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regv2119 showed no other similar product complaint(s) from this batch number.